Event description:
Healthcare professional reported an exchange and left device is ruptured. Healthcare professional later reported "per rga left side ¿folds¿ the device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The correct aware date for the previous emdr was inadvertently reported as 20mar2024. The correct aware date is 20feb2024.

Event description:
Duplicate record mrn# 9617229-2024-04074 was found. All information will be captured in this record.